Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer complaint reported as: we have noticed that several of our ventilator circuits from the same case are not passing the vent pre use check. The circuits feel different than they did previously and one of the pop off valves is quite loose, I am concerned it could directly impact volume we're delivering to patients on mechanical ventilation, thus having severe implications and the potential for a significant adverse event. No patient involvement reported.